Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms. (The number of inflations and to what atms is unk). The lesion being treated was calcified, 99% stenotic lesion in a very tortuous mid lad. No pt injuries or complications were reported. Pt status is listed as "good"